Event description:
Technician alleged that the bed will not go into CPR/trendelenburg.

Manufacturer narrative:
Technician stated that the bed will need repair, but there is no further information available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.